Manufacturer narrative:
Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined. The submitted log file contained data from (B)(6) 2019. This log file captured motor power decreasing slightly over time, originally operating between 3.122 to 3.328 watts, but decreasing to 2.265 to 2.847. It also showed flow decreasing throughout the log file, ultimately decreasing all the way to 0 lpm by (B)(6) 2019. This resulted in consistent low flow alarms beginning on (B)(6) 2019 at 12:18:21 am. The log file ended with the driveline being disconnected. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. It also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired suddenly on (B)(6) 2019. Log file submitted for review revealed that the log file was normal until (B)(6) 2019 at 0:17:22 when a low flow event was captured. The flow begins to trend downward for the remainder of the log file until it reached 0.0 lpm at 1:06:57 on (B)(6) 2019. The flow remains at 0.0 lpm for the remainder of the log file. The pump maintained the set speed throughout the entire log file so there does not appear to be any pump / mcs equipment issue observed. The file ends with the driveline disconnected. The vad clinicians reported he expired, then patient low flowed. The vad clinicians reported no ventricular tachycardia (vt) or ventricular fibrillation (vf) reported. The patient was out of the hospital and found unresponsive. The pump was not explanted and will not be returned. No additional information was provided.